Event description:
It was reported that during testing, the device exhibited error code 41541. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown. No product information has been provided to date.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the air detector and downstream occlusion sensor seal loose. There was no evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found error code of 41541 during power up. The error was due to a latch lock bits not high fault. However, the latch lock sensor was tested in the manufacturing utility mode and the sensor worked as it should. For corrective action, it was recommended replacing the latch lock sensor as a preventative measure. The cause of the error was traced to an intermittent latch lock sensor; the root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).